Manufacturer narrative:
The device, was used in treatment was not returned for evaluation. Photos were provided for evaluation however a root cause could not be determined. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review was performed for the product and failure mode reported, there have been further instances in the past three years. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further actions are required. Probable cause maybe a defective pump. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the pump did not alert leak alarm and patients foot became macerated. Three units were reported and presented the same issue. The treatment has not been solved yet on (B)(6) 2020. The customer would like the pumps replaced. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.